Event description:
It was reported that the patient underwent an l3-l4, l4-5, and l5-s1 bilateral decompressive laminotomy and foraminotomy, including a partial laminectomy of l4 for harvesting local bone graft, bone marrow aspiration from right hemipelvis for stem cells to be mixed with cortical cancellous allograft. L4-5 transforaminal lumbar interbody fusion using a fusion cage along with cortical cancellous allograft and stem cell mixture; partial corpectomy of l4-5 with cages and allograft; l4-5 lateral mass fusion utilizing pedicle screw instrumentation along with rhbmp-2/acs and bone substitute with local bone graft. Sometime postop, the patient reportedly developed radiating pain to the legs and severe back pain and has developed chronic pain, nerve damage, and subsidence.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnosis: l4-5 spondylolisthesis. L3-4, l4-5 and l5-s1 spinal stenosis. Procedure: l3-4, l4-5 and l5-s1 bilateral decompressive laminotomies and foraminotomies. Partial laminectomy of l4 for harvesting local bone graft. Bone marrow aspiration from right hemi-pelvis for stem cells to be mixed with cortical cancellous allograft. L4-5 transforaminal lumbar interbody fusion utilizing peak cages along the cortical cancellous allograft and stem cell mixture. Partial corpectomy of l4-5 with cages and allograft. L4-5 lateral mass fusion utilizing pedicle screw instrumentation along with bmp soaked sponges and graft matrix/putty with local bone graft. As per-op notes: the bmp soaked sponges and graft matrix/putty along with local bone graft were then packed in the lateral gutters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.